Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 not detected on bus and failed to open. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the pcba fh cubie pmc. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue drawer failure was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order: (B)(4), the fse reported that on inspection, no lights present on drawer controller and module controller board for enhance full height drawer number four. Replaced both boards successfully. Failure did not occur when the user was pulling meds for a patient. During dchu visual inspection p/n: 151903-01. A detailed examination under a microscope was performed to visualize that the part received presented signs of thermal damage in component u300. P/n: 151622-01. The part received showed no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing p/n: 151903-01: no further test was required on the part received due to the visible damage observed during the external inspection. P/n: 151622-01: passed successfully the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue failed drawer was identified as a faulty pcba fh cubie pmc, p/n: 151903-01 caused by thermal damage.